Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached dilator hub was confirmed but the exact cause could not be determined through evaluation of the submitted photograph. The item submitted for evaluation was a photograph of an introducer dilator. The dilator appeared similar to the 5fr microintroducer included in the implicated product kit. The hub of the dilator was separated from the dilator shaft and blood-like residue was seen throughout both pieces. Magnification of the image revealed two dilator anchors near the proximal end of the dilator. No potential root cause to the event could be determined from the provided photograph. Should the physical sample be returned, the evaluation will be reopened for assessment of that sample. A lot history review (lhr) of reav0285 showed no other similar product complaint(s) from this lot number.

Event description:
Nurse reported that the hub/cap of the introducer/dilator allegedly broke off during a procedure. The nurse stated that they were able to grab the end before it went into the vein. No patient injury reported.